Manufacturer narrative:
(B)(4). This report is being filed on an international product, list number 6c37-30 architect anti-hcv that has a similar product distributed in the us, list number 1l79 architect anti-hcv. An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Event description:
The customer states that they noted a drop in control values when running the architect anti-hcv assay. A patient sample processed during that time produced a (B)(6) anti-hcv result (B)(6). The assay was recalibrated and the sample was repeated yielding (B)(6) results (B)(6). No adverse outcomes were reported related to this issue.